Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female who underwent primary breast augmentation with a 225cc mentor memorygel breast implant (right) and a 200cc mentor memorygel breast implant experienced right sided baker grade ii capsular contracture and left sided breast pain post procedure. The rigth breast looks bigger than the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-12889 for contralateral prosthesis.

Manufacturer narrative:
Additional information was received on september 13, 2023. Explant is planned with the contralateral prosthesis for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 30, 2023. Explant and replacement with mentor gel boost was performed on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).